Manufacturer narrative:
Review of pump data by quality engineering: review of pump data showed that there were no low blood glucose (bg) levels recorded on the event date of (B)(6) 2016. Pump data showed a total of six boluses requested on the event date. Two bolus requests were made without the user entering their current bg level, and five requests were made while the user still had insulin on board (iob) from a previous bolus request. There were no erratic adjustments to the basal insulin rates. User made bolus requests without entering bg levels and while still having insulin on board (iob). Both of these factors could lead to a low bg event. There is no evidence that the insulin pump experience a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 (mg/dl). Customer consumed juice to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.